Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (ink spots) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-may-2019 with the following findings: during investigation, the pump did not power on. Further testing was not able to be performed. The complaint of ink spots in the display could not be fully investigated due to the unrelated power issue. Unrelated to the complaint, investigation revealed the followinfg: there was moisture observed behind the display; a crack in the battery compartment was observed from the threads to the case seal along grip pad causing a leak.